Event description:
While walking fast on an uneven surface, patient tripped over her cane and fell down bruising her elbows and knees. The ambulance arrived on scene and patient refused to go to hospital. After a while her legs swelled due to cellulitis. Patient was then hospitalized for 3 weeks. Unsure if event caused cellulitis. Cane was allegedly drive product however no information was provided to confirm that it is drive product. Drive is unable to identify the product and manufacturer.